Event description:
Boston scientific received information that the device listed one year battery remaining. Approximately two months later, the remaining battery longevity was 0.5 years. Following an automatic capture threshold test, longevity was listed at 2.5 years, with a magnet rate of 100bpm. Additionally, it was reported that while the device was implanted, minute ventilation (mv) interaction with hospital equipment had occurred. No specific details were available. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.